Event description:
Covidien esu sn#(B)(4) which is a loaner will not accept stryker reprocessed ligasure impact devices. The reprocessed device lf4418 lot #12484615 worked in another unit that was brought into the operating room. This requires staff leaving the operating room to get another machine during the surgery. There is no information on the unit to indicate this problem. FDA safety report ID # (B)(4).